Event description:
The white tip portion of the shears became loose. Device was replaced with a new shear insert. The defective item was removed off the surgical field.what was the original intended procedure?hiatal hernia.device #1is this a laboratory device or laboratory test?no.